Event description:
No patient was connected at the time of the event; therefore, no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in e.1 and b.5. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Manufacturer narrative:
Investigation: an unused trima set was returned to terumo bct for investigation. The disposable set was visually evaluated for any mis- assembly, leak location, or defect that could have contributed to the reported incident. The sidewall clamp was found in a position that did not fully occlude the tubing and was damaged on one side. The set was loaded onto the trima machine in the lab with clamps in their "as found" position. Upon start of the pressure test a pressure test error alarm occurred. Additionally, the sample bag filled with air which indicates the sidewall clamp did not occlude the tubing. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a trima disposable set failed the pressure test during prime. Per the customer, the set did not have visible air and the sample bag did not appear to have excessive air. Upon receipt and evaluation testing by terumo bct of the trima set, a pressure test failure alarm was received. Additionally, the sample bag filled with air which indicates the sidewall clamp did not occlude the tubing. No patient was connected at the time of the event.

Manufacturer narrative:
Corrected information is provided in the investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Corrected corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Investigation is in process. A follow-up report will be provided.